Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- device history lot this mre review is for the sterilization procedure only part: 400.834s, lot: 3l17502, manufacturing site: bettlach, supplier: (B)(4), release to warehouse date: 29. January 2019, expiry date: 01 january 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in synthes us. Part: 400.834.05, lot: h706611. Manufacturing location: monument manufacturing date: 14-aug-2018, part number: 400.834, ti low profile neuro screw self-drilling 4mm, lot number: h706611 (non-sterile). Four pieces were scraped in cell at op #80, m-line export pack/label, for being an excess quantity. Work order traveler met all inspection acceptance criteria apart from the four pieces noted. Inspection sheet, inspect dimensional, ns026484 rev aj met all inspection acceptance criteria. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Component part(s) reviewed: part number: 21015, tialnbri4.00, lot number: h625377. Certified test report received from perryman company dated 30-mar-2018 was reviewed and determined to be conforming. Lot summary report dated 23-apr-2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during a superficial temporal artery-middle cerebral artery bypass surgery, when the surgeon drilled the cranial screw plusdrive into the bone flap, the tip of the screw broke off. Thus, the screw was replaced with a new one to complete the surgery. The tip of the broken screw was embedded in the patient's bone. There was no plan for re-operation to remove the broken fragments. There was a surgical delay of unspecified time reported. Patient was stable. This report is for one (1) ti low profile neuro screw self-drilling 4mm. This is report 1 of 1 for complaint (B)(4).